Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (ami). The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After pre-dilatation was performed, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Balloon dilatation was performed again and the guide wire was exchanged to a support wire. The 2.50 x 12 synergy¿ stent was advanced again but still failed to cross the lesion. The device was suspected to be defective because of concerns of the stent being lifted up. The procedure was completed with a 2.25 mm x 16 mm stent. No patient complications were reported and the patient's status was good.